Manufacturer narrative:
Please note that intended to be left blank but becomes auto populated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a fault oxygen blender. The service technician replaced the oxygen blender and issue was resolved. Unit passed all testing. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model lap top ventilator 1000 is delivering lower oxygen than what is set. When the unit is set to deliver 100%, it is delivering 50%. At this time it is unknown if there was any patient involvement associated with the reported malfunction.